Manufacturer narrative:
Analysis of the lead (lot #: va1fcyc) found that the insulation had separated at the butt joint on the proximal end, exposing the lead wires. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp via the rep reporting that the cause of the separation was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient during a stage I lead implant. The rep reported that during the implant surgery, the sheath that surrounded the wires separated and exposed the wires on the proximal end of the lead. The rep reported that this happened when they removed the plastic cap to remove the stylet. The rep reported that the lead would not be used and would be sent back for analysis. No patient symptoms were reported. No further patient complications have been reported as a result of this event.